Event description:
The user reported that following a change in the attachment for this handpiece, the device operated while in the safe mode and the user's gloved fingers were swept with the blade. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec is unable to confirm the reported problem because the user facility has not returned the handpiece for evaluation. In addition, the console and cord in use at the time of this event have not been returned for evaluation. Conmed linvatec has made multiple attempts to obtain additional information related to this event as well as multiple requests for return of this device.